Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and the alarm cannot be cleared. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the alarm and advised customer yo discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with an external flash crc error loop during boot up; the problem was isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify external ram crc error alarm due to external flash crc error alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.